Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer blood glucose was 241mg/dl at the time of the incident. Customer stated approximate size of air bubbles was bigger than soda pop or champagne sized. Advised customer to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. Air bubbles were not removed successfully. The reservoir will be returned for analysis.